Event description:
The pt reported that his infusion device malfunctioned. The pt stated that he tried to give himself a bolus and his infusion device would not respond to his button presses. The pt did state that his infusion device would respond to other button presses like setting the time and temporary basal rates, but not in the bolus menu of the infusion device. He stated that the m button seemed to be working intermediately. The pt's blood glucose was affected and went as high as 380 mh/dl. The pt's target blood glucose range is 110 and 180 mg/dl. The pt gave himself a series of injections to bring his blood glucose down and immediately switched to his backup device. He reported his blood glucose returned to normal. The pt did not report assistance by a healthcare professional or second party to address the issue. Product has been requested for return to be evaluated.